Event description:
Dealer is stating that the end user just received the chair on (B)(6) and the head tube have already come off both sides. Dealer is not aware if the chair was hit or knocked. Sending 2 out under warranty.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.